Event description:
It was reported that intermittent capture was observed on the lead. Capture thresholds had increased since last checked. Low sensing and significantly increase in pacing lead impedance was observed. Diagnostic imaging revealed that the lead had dislodged. Lead was capped and replaced. Patient is well.

Manufacturer narrative:
(B)(4).